Event description:
Customer reported an unregulated flow of propofol resulting in an over infusion. The customer reported the pt was admitted for respiratory problems, was intubated and agitated; therefore, a propofol infusion was started. Within 30 mins of starting the propofol infusion, the entire amount of propofol in the container (volume amount not provided) had infused. The intended infusion rate was 20 mcg/kg/hr. The pt became hypotensive (blood pressure 46/31). Dopamine, levophed and a saline bolus were administered. The pt stabilized but remained intubated. The customer stated that the upper hinge on the membrane frame was cracked and attributed the crack as the cause of the unregulated flow event. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The customer stated that the product will be returned. Although requested, event logs and devices have not been rec'd. A f/u report will be submitted with failure investigation results should the logs and/or devices be rec'd for eval.